Manufacturer narrative:
.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was calcified and the vessel was tortuous. Predilatation was done with a 1.5x12 mm voyager, but when the balloon was inflated to 18 atm, the balloon ruptured. A nc mercury was inflated; however, the lesion did not open. The procedure was abandoned and the case was referred for surgery. No additional event or pt info is available.